Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260 serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and a manufacturer representative reported that the patient had a lead and implantable neurostimulator (ins) revision in (B)(6) 2016. The ins was eroding and the leads had slid down so the doctor took care of both issues. The erosion was first noticed in (B)(6) 2016. The patient was implanted for non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.